Manufacturer narrative:
Device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, sleep current measurement, active current measurement and self test or verify frozen screen due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had frozen display. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer reports the screen was completely blank. Customer reports no alarms occurred during or after the time that the buttons were not responding. Customer states they change the battery, got a brand new battery and insulin pump dead and it was not giving insulin. Advise customer to remove battery from the insulin pump, customer states insert battery alarm did not appear on insulin pump screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.